Manufacturer narrative:
Accu-chek inform ii meter serial numbers: meter a has a serial number of (B)(6). Meter b has a serial number of (B)(6). The customer stated the qcs passed within 24 hours of the event. The test strips were requested for investigation, but have not been received at this time. If they are returned in the future, a follow-up report will be submitted. On a regular basis, inform ii test strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
We received an allegation of questionable glucose results from one patient tested with two accu-chek inform ii meter + rf meters (meter a and meter b). At 4:15 pm, the result from meter a was 224 mg/dl. At 4:16 pm, the result from meter a was 167 mg/dl. At 4:30 pm, the result from meter b was 152 mg/dl.